Manufacturer narrative:
H11: internal complaint reference: (B)(4). B5 updated.

Event description:
It was reported that during a knee arthroscopy lca procedure, it was noticed that the fast fix's t2 implant did not descend but remained attached to the t1 by means of the thread, but it was not deployed in the meniscus. The t1 implant was left secured inside the patient and t2 was removed by cutting the suture. The procedure was resumed after a non-significant delay, using an equivalent s+n back up product. Patient is stable and no further complications were reported.

Event description:
It was reported that during a knee arthroscopy lca procedure, it was noticed that the fast fix's t2 implant did not descend but remained attached to the t1 by means of the thread, but it was not deployed in the meniscus. The t1 implant was left secured inside the patient and t2 was removed by cutting the suture. The procedure was resumed after a non-significant delay, using an equivalent s+n back up product. Patient is stable and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information on h6 (medical device problem code). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1 has been cut from the suture and was not returned. The t2 and suture were returned off the needle. The needle assembly is bent. Bio debris is present. A functional evaluation showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.